Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The fixation tab came off during use. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # : (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the fixation tab intact when the suture was placed in the patient? Procedure name? Lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength = 2360 g/m.